Event description:
It was reported through the results of a clinical trial that approximately 16 days post index procedure subject reportedly presented to the emergency department with exhaustion and shortness of breath. CT angiography demonstrated bilateral pulmonary emboli; left and right lower lobe segmental and subsegmental. During hospitalization, subject had episodes of rapid ventricular rate resulting in a change of medication to manage atrial fibrillation. CT scan demonstrated clot below the filter extending over the tip of the filter. Subject was discharged ten days post admission. Approximately 413 days post index procedure subject presented to the emergency department 4 days after a fall with increased right foot swelling and throbbing in the right groin. Ultrasound of the right leg demonstrated occlusive deep vein thrombosis. Subject was discharged three days post admission. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the lot number was provided and a lot history review was performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for pe as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g.). Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Additional information was received. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that approximately 16 days post index procedure subject reportedly presented to the emergency department with exhaustion and shortness of breath. CT angiography demonstrated bilateral pulmonary emboli; left and right lower lobe segmental and subsegmental. During hospitalization, subject had episodes of rapid ventricular rate resulting in a change of medication to manage atrial fibrillation. CT scan demonstrated clot below the filter extending over the tip of the filter. Subject was discharged ten days post admission. Approximately 413 days post index procedure subject presented to the emergency department 4 days after a fall with increased right foot swelling and throbbing in the right groin. Ultrasound of the right leg demonstrated occlusive deep vein thrombosis. Subject was discharged three days post admission. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that approximately 16 days post index procedure subject reportedly presented to the emergency department with exhaustion and shortness of breath. CT angiography demonstrated bilateral pulmonary emboli; left and right lower lobe segmental and subsegmental. During hospitalization, subject had episodes of rapid ventricular rate resulting in a change of medication to manage atrial fibrillation. CT scan demonstrated clot below the filter extending over the tip of the filter. Subject was discharged ten days post admission. Approximately 413 days post index procedure subject presented to the emergency department 4 days after a fall with increased right foot swelling and throbbing in the right groin. Ultrasound of the right leg demonstrated occlusive deep vein thrombosis. Subject was discharged three days post admission. The current status of the patient is unknown.